Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient was preoperatively diagnosed with t12/l1 chance fracture. The patient underwent following procedures, 1) open reduction and internal fixation of t12/l1 chance fracture, 2) t11-l3 posterior spinal fusion, 3) t11-l3 posterior segmental instrumentation, 5.5 titanium, 4) decompression of t12/l1 partial laminectomy bilaterally t12/l1. As per op notes, ¿we then burred all of the exposed bony surfaces and all the facet joints that were part of the fusion. We used two large rhbmp-2 kits in cut strips and laid this over all exposed decorticated surfaces. We placed 30 cc of cancellous allograft chips as well across all these areas.¿ patient alleges unspecified injury due to the use of rhbmp-2.